Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient's device was reprogrammed on (B)(6) 2022. The patient was stable throughout.